Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patients ipg had reportedly reached end of life. Patient underwent surgical replacement on (B)(6) 2022. Therapy restored post op.